Event description:
The account alleged when taking the head section down and letting go of the button, the head section will come back up on its own.

Manufacturer narrative:
The account found the left siderail cable was pinched. The account is ordering a new siderail cable to repair the bed.